Event description:
It was reported the patient came into the emergency department (ed) and was intubated in the unit. Alarms were not seen but log files were sent for review. The log files captured a cluster of low power advisory alarms as a result from battery depletion. The log files also captured a cluster of power cable disconnect and low power hazard alarms as a result of the patient disconnecting one of the leads leaving the pump running on the other depleted battery. The log file indicated that the patient had not connected to power module/ mobile power unit (mpu) power from (B)(6) 2026 to (B)(6) 2026 which meant the patient was sleeping on battery power. The mechanical circulatory system (mcs) equipment operated as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Review of the submitted log files showed the pump functioning as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on hm3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The current revision of the IFU can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.